Event description:
During a lavh procedure, the white, vascular load disloded from the anvil of the endocutter, fell into the body and was retrieved. No pt consequence. Case completed with another device of the same prduct code.